Manufacturer narrative:
Customer does not take any medications, vitamins or supplements. Customer has consumed all strips from vial in question and discarded empty vial. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 400 mg/dl and 110 mg/dl within 10 minutes on the aviva system. No actions taken based on device result. No adverse event reported. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Replacement was sent.